Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-21344. It was reported the pt was receiving ineffective back stimulation. Subsequently, during the ipg replacement (normal battery depletion), the physician implanted a new lead. Effective stimulation was confirmed at the follow-up appointment. However, as of (B)(6) 2013, the pt is not receiving effective back stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.